Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred before the malfunction, and there was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, provided the necessary reset information, and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the malfunction code appeared again.